Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 26-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has more than 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the duodenovideoscope air/water tube and cylinder and the light guide lens had foreign objects. There were no reports of patient harm.